Event description:
Customer reported an incident of hypoglycemia requiring hospitalization at a time when he attempted, but was unable to use the aviva system due to an error within specifications. A request was made for the return of the system and a replacement was sent.